Event description:
On (B)(6) 2026, the patient¿s adult child reported the patient experienced a severe hypoglycemic event resulting in loss of consciousness for approximately 20 minutes. A blood glucose value of 28 mg/dl was measured after treatment. The adult child administered honey while the patient was unconscious. The adult child reported a prescription for baqsimi had been obtained but not yet filled due to pending authorization. The patient has type 1 diabetes mellitus secondary to total pancreatectomy. The patient was reported to be using the omnipod 5 system in manual mode, with basal rate set very low. No allegation of device malfunction or contribution to the event was reported. Relevant details regarding glucose values and treatment were limited to information provided by the patient¿s adult child.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.